Manufacturer narrative:
The insulin pump was passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The pump had a severely scratched display window, cracked reservoir tube lip and broken belt clip slot. No insulin odor noted in reservoir compartment. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and motor error. The blood glucose at the time of the incident was 193 mg/dl. The customer states the motor is having issues during priming. The customer states the pump was exposed to a high magnetic field. The drive support cap appears intact. Troubleshooting was able to resolve the motor error after the complete set change. However the motor error occurred more than once in the last 30 days. The device will be returned for analysis.